Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The event involves a spinning spiros closed male luer, red cap that leaked doxorubicin at the beginning of an infusion. The nurses report the leak occurs from either the joint between the white cap and the grey-ish cylinder (spiros) or from the spiros itself. Additionally, they said it was not leaking where the syringe was connected to the white cap, therefore it was not a question of the device being wrongly connected. There was no contact of chemotherapy on the patient of healthcare provider. The chemo spill was cleaned per facility protocol since there were a few droplets on a double-thick waterproof towel. There was no obvious hole, cut, crack, rupture or defect noted on the spiros. The defective syringe and spiros were discarded, and the whole thing was replaced. There was patient involvement, but no harm reported.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review for lot 4749754 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.